Manufacturer narrative:
This is one event (death) of three events reported on the same patient involving two separate products and associated mdrs # 1225714-2014-03112, 1225714-2014-03113, 1225714-2014-03114, 1225714-2014-03115, 1225714-2014-03116, and 1225714-2014-03117.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2000 and (B)(6) 2008 and subsequently expired on (B)(6) 2010, after the use of the product.